Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported failure to deploy was confirmed. The reported balloon rupture was not confirmed; however, the innermember was separated. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no other incidents from this lot. It should be noted that the xience prime everolimus eluting coronary stent system electronic instructions for use (IFU) states: the xience prime everolimus eluting coronary stent systems are indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. The reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). Indication for use. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 70% stenosed, moderately calcified lesion in the chronic totally occluded (cto) anterior tibial artery. After placement of a command es guide wire, pre-dilatation was performed with a 3.0x70mm non-abbott balloon dilatation catheter (bdc). The 3.5x38mm xience prime stent delivery system (sds) was prepped before use with no issue or leak noted during preparation. The sds was advanced to the target lesion without reported issue; however, the balloon ruptured during inflation at 3 atmospheres (atm) and the stent implant did not deploy. The sds was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 3.5x38mm xience prime sds was used to successfully complete the procedure. There was no additional information provided.